Event description:
A us distributor returned monitor sn (B)(4) indicating that it was unable to complete incoming testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming testing) has been confirmed. As received, the monitor displayed code 203 - pulse test fault. Upon eval, the negative lead of high voltage capacitor c19 was pulled from the defibrillator board. The cause of the test failure was the detached c19 component. The root cause of the detached component cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective monitor.